Event description:
Screw broke.

Manufacturer narrative:
(B)(4) 2014: received call from account manager that a vilex screw broke. Doctor performed a charcot reconstruction. Approximately two months after surgery, screw broke. Doctor is not revising or removing the broken screw. If more information becomes available a supplemental report will be filed.